Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# unknown: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began like a week ago. Patient stated every time they tried to charge the implant, the controller would say it couldn't find the implant and then the other day they saw an error code to call medtronic. Patient also stated they seemed to have to move the recharger around a lot because the signal connection wasn't good and they had to keep repositioning the paddle. Patient then stated that the paddle wire was getting really hot. Patient mentioned they charged their implant every other day. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger and the controller port. Patient mentioned the relay box on the recharger got really hot. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Analysis of the [recharger ], model [97755 ], s/n [(B)(6)], revealed. Analysis found:no device found message and worn cord, doesn't affect rtm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.